Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. Eri was reached due to a charge time grater than 20 seconds. It was reported the device had reached eri in less than five years and had likely depleted prematurely. No adverse patient effects were observed.

Manufacturer narrative:
The device is expected to be returned for analysis. An updated report will be submitted upon return and completion of device analysis.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.